Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required pim replacement. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 the fse handed over ECG cable and pressure cable adopter. Replaced the pim & new front end board replaced then kept battery for calibration. Performed 30 psi calibration then checked system with demo balloon and trainer it is working fine and ready to use.